Event description:
Technician alleged that the bed had no reverse trendelenburg functions. No one injured.

Manufacturer narrative:
Technician replaced the main power control board and adjusted the reverse trendelenburg switches to resolve the issue.